Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at generator change out, the weld on the terminal pin of this right ventricular (rv) lead came detached when the lead was inserted into the new generator. Initial evaluation of lead via pacing system analyzer (psa) showed normal function. Additional information received from the field representative indicated that the conductor coil of this lead was not exposed. This lead was surgically abandoned. No adverse patient effects were reported.